Event description:
A healthcare professional reported that following the intraocular lens implant procedure, the patient was unsatisfied. After 4 weeks post-op, the patient had always nauseous in the morning, headache, dizziness off and on, not focusing sharply, focus always hazy, distance to intermedia distorted, shadow to double monocular, seems like wrong glasses. The physician notice that the astigmatism was somewhat under corrected with the lens. The patient had also has post op the original axis. But otherwise physician have no explanation for these phenomena. Additional information received and stated that, the patient complaints about blurred vision. The patient's issues was not resolved. The surgeon prognosis is still bad the patient received touch-up treatment (with lasik).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).